Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a lapidus surgical procedure that utilized paragon 28 monster screw system on (B)(6) 2019. The lapidus case was performed with a lapidus wedge when a driver broke at the tip while inserting the 4.0mm mini-monster screw. The driver tip remained in the screw head inserted in the patient.